Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient presented for dft testing 1-day post-implant, hematoma was observed. A hematoma evacuation was performed and a bleeder was noted and cauterized. Bleeding stopped and the incision closed again. The lead remains implanted. The patient remained stable post-procedure.